Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the puncture site after using bd vacutainer® ultratouch¿ push button blood collection set is leaking and that after popping tubes off the back end of the luer, there is a pool of blood on the top of the cap of the tube. No blood exposure to the mucous membrane. No injury or medical intervention.